Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It is reported this event occurred in the operating room. The insertion site is not known. It is reported the wire is getting bent in the subcutaneous tissue when trying to advance it after getting an appropriate flash of blood. The catheter was surgically dissected and removed. It is alleged this has occurred a few more times, but the dates and details of these events is not known. There wer no reported delays in treatment, complications, injury or death to the pt.